Manufacturer narrative:
(B)(4). Date sent: 12/10/2024. Corrected data: b3. Additional information received: event date should be (B)(6) 2024.

Manufacturer narrative:
(B)(4). Date sent 11/25/2024. D4 batch #968c26. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with joint cover damaged and with no reload present. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 968c26, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9e25t, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic lobectomy surgery, after fired, the knife moved to the distal end but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 12/17/2024. Corrected data: b3. Additional information received: the event date should be 29-oct-2024.